Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the infusion device had spots on the display that affected the values displayed on the device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.